Event description:
There was no pt involvement in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device with a reported fault was not returned so an investigation was not possible.